Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported the t-max ii shoulder exposure positioner was present when clamps broke and patient fell off the table. A back up device was utilized to complete the procedure. No patient injury was reported.